Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. In 2005, the pt ws seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. In a week later, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.